Event description:
Reporter alleged the blood glucose monitoring device was reading high and caused him to take too much insulin and pass out. Reporter stated the device read 281 mg/dl and he took insulin. Reporter stated he passed out and was taken to the hosp and given glucose; however did not provide any further info on the alleged incident. Reporter indicated controls were used and found to be within an acceptable range, however the date they were opened was not provided. A request was made for the return of the suspect device and replacement product was sent.